Event description:
A 62-year-old female underwent a high-risk percutaneous coronary intervention (hrpci). The right femoral artery was accessed percutaneously, and a long sheath was placed. Heparin was administered; however, the act result was still pending at the time of device insertion. The lv was accessed per protocol, and the first impella pump was inserted through the sheath. Upon initiation, the pump immediately demonstrated suction in auto mode, was unable to generate flows above 1.5 l/min and displayed displaced aortic and ventricular waveforms. The support level was decreased to p4; however, flow abnormalities persisted. After review of positioning, the physician suspected clot ingestion, noting that the sidearm of the sheath had not been flushed prior to insertion. The pump was removed, and thrombus/material was observed on the inlet. The pump was retained for investigation. A second pump was implanted without complaint approximately four minutes later, and it functioned appropriately throughout the remainder of the procedure. The event was attributed to thrombus ingestion during insertion of pump 1, likely related to the unflushed sheath sidearm and unresolved act at the time of deployment. The device was replaced, and the patient experienced no harm. The patient survived explant. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated. H6 component code changed to g07001. The investigation for thrombosis/hemodynamic instability has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for low or blocked pump flow has been completed. The cause of the issue was biomaterial as evidenced by returned product running with no low flow after clearing of biomaterial, aligning with clinical information of thrombus observed after explant.